Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2016-05058. It was reported that insufficient stent apposition and vessel perforation occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. After ablation was performed using a 1.75 and 2.0 rotablator rotational atherectomy, optical coherence tomography (oct)was done to check the ablated site. Pre-dilation was performed using a non-bsc balloon catheter. Then a 3.50x16 synergy¿ was deployed to the lesion. However, when oct was re-performed, it was noted that the stent was not fully deployed against the vessel wall. A 4.00mmx8mm nc emerge® balloon catheter was advanced to dilate the stent and was inflated at 10 atmospheres. Oct was performed again and revealed that the proximal stent was still not fully expanded. Additional dilation was then performed at 14 atmospheres with the same balloon catheter. The stent was completely expanded but the balloon ruptured and a vessel perforation was also noted at the proximal portion of the stent. Angiography was performed and bleeding was confirmed. A 4.0mmx15mm nc emerge® balloon catheter was dilated at the perforated site and hemostasis was confirmed via oct. The procedure was completed. No further patient complications were reported and the patient's status was good.